Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 18 mg/dl. The customer stated that insulin was shooting out during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.